Manufacturer narrative:
The received device had the cannula assembly deployed. The soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. The top and bottom housings were found damaged with large cracks, however, it cannot be determined when or how this damage occurred. Blood was observed on the adhesive pad, however, no evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hour on the leg. For treatment, the parent changed out the pod. The ketones were negative.